Event description:
It was reported that the patient expired on (B)(6) 2012, due to a brain infection. The patient's wife stated that this infection was "caused by the therapy." It was noted that the cause of death was due to a "possible brain lesion." It was further noted that the patient had a brain tumor, which was confirmed on (B)(4) 2010, by a physician. Refer to manufacturing report # 3004209178-2012-07339.

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3387-40, lot# v003964, implanted: (B)(6) 2006, product type lead; product ID 3387-40, lot# j0555356v, implanted: (B)(6) 2005, product type lead. (B)(4).